Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found as received, a complete lead was returned in two pieces. Visual inspection of the lead found external insulation abrasion consistent with friction to another device or feature of the heart breaching the outer insulation and exposing the outer coil distal to the suture sleeve tie impression.

Event description:
This report is to advise of an event observed during analysis.